Manufacturer narrative:
B5; additional information received: it was reported the patient was treated initially with a non mdt stent graft and then subsequently developed an endoleak. Therefore the physician decided to implant a valiant captivia with chimneys in the renals because the aorta diameter was very large. Right after the operation there was no endoleak anymore, but a few months later the patient developed an endoleak again. So the physician preferred to explant everything because the aorta was very large. No calcification/tortuosity or thrombus was present before the implant of the valiant captivia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #812232435:three segments of explanted stent grafts were sent to an external laboratory for pre-clean analysis. The renal chimneys will not be assessed in relation to the endoleak. The valiant captivia stent graft is positioned inside and protruding from an unidentified graft. A transparent sheath is partially covering the explant. Biological tissue is visibly covering a section of the proximal end however the lumens appear patient. The reported type ia endoleak could not be confirmed based on the report findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft and an unknown stent graft were implanted during the endovascular treatment of a abdominal aortic an eurysm. The stent graft was implanted as a proximal cuff in an aorta bi iliac endoprosthesis. Renal chimneys were also performed. It was reported approx. 6 years post index procedure, the stent grafts were explanted due to a proximal type ia endoleak. Intervention was completed where an open aorto-iliac surgery was performed. The cause of the type ia endoleak is undetermined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Product analysis #(B)(4): three segments of explanted stent grafts were sent to an external laboratory for pre-clean analysis. The renal chimneys will not be assessed in relation to the endoleak. The valiant captivia stent graft is positioned inside and protruding from an unidentified graft. A transparent sheath is partially covering the explant. Biological tissue is visibly covering a section of the proximal end however the lumens appear patient. The reported type ia endoleak could not be confirmed based on the report findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.